Event description:
It was reported that pump displayed malfunction code indicating software error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.